Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with gentamicin intraperitoneally (dosage and frequency not reported) and levaquin orally (dosage and frequency not reported) for the peritonitis event. Antibiotic treatment with gentamicin and levaquin was ongoing. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.